Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Per product directions for use (dfu-0098), if the supplemental fixation is not removed following the completion of its intended use, any of the following complications may occur: (1) corrosion, with localized tissue reaction or pain; (2) migration of implant position resulting in injury; (3) risk of additional injury from post-operative trauma; (4) bending, loosening, and/or breakage, which could make removal impractical or difficult; (5) pain, discomfort, or abnormal sensations due to the presence of the device; (6) possible increased risk of infection; and (7) bone loss due to stress shielding. The surgeon should carefully weigh the risks versus benefits when deciding whether to remove the implant. Implant removal should be followed by adequate post-operative management to avoid re-fracture. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that the patient received an hto osteotomy of the right knee on (B)(6) 2012 due to varus gonarthrosis. On (B)(6) 2012, an infected hematoma was identified and wound cleaning was performed to put in a sulmycin sponge. Area around surgery site looked red & was swollen. In (B)(6) 2013, it was observed on x-rays that 3 proximal screws were broken and on (B)(6) 2013, all parts were removed and the screw-holes filled with bone substitute. The fixation was found to be sufficient.